Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump rejected new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump also had no delivery alerts and random alarm alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. (B)(4).